Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. The reported event was confirmed via functional testing of the display which revealed faded characters on the lcd screen. The problem was traced to a damaged lcd module flex cable. A DHR review was conducted on the device and revealed that the overlay failed a leak test, which prompted its replacement. In the process, the lcd display was removed and then reassembled. The faded characters on the lcd display were most likely caused by damage that occurred on the flex cable during re-assembly the faded characters on the lcd display were most likely due to the damage flex cable assembly of the lcd display. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported by hospital engineer the that the patient was being seen in clinic for routine appointment, it was noted that the lcd screen on the controller was no longer readable, numbers are dim or fading. The site did a controller exchange and the patient tolerated this well. No further information is available at this time. The investigation is in process.